Event description:
The event is reported as: the crimper jaws are too small for the locking plates. The defect was identified during treatment. No patient injury reported.

Manufacturer narrative:
Sample received for evaluation. The results of the investigation are not available at the time of this report.